Event description:
Related manufacturer reference number:2017865-2022-38491. It was reported that the patient presented for an in-clinic check. Upon review, the atrial lead and right ventricle lead both exhibited noise and low pacing impedance. No intervention was performed. Patient was stable.